Event description:
The customer reported that he was receiving unexpected restart alarms on his insulin pump. The customer's blood glucose level was unknown. The reported alarm was occurring during normal use of the insulin pump. It was also stated that the pump was giving a low battery alert, the customer would replace the battery and then it would show there was no insulin when there was a full vial of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.